Event description:
Pt. Brought to or for pacemaker generator change. Dr. Informed rptr there was a fracture in the atrial lead & generator is 4 yrs. Old & needs to be replaced prophylaticaly. Intermedics generator removed & replaced with medtronic 401 b generator. Atrial lead capped & new medtronic lead inserted generator will be returned to MFR for evaluation.